Event description:
The patient received good stimulation coverage except for the back of the leg. He underwent a revision surgery. A lead was added and one of the perc tails was taken out of the paddle/existing lead. He was doing well and happy with the outcome.

Manufacturer narrative:
Lead model 39565-65, serial # (B)(4), implanted: (B)(6) 2011; recharger model 37752, serial # (B)(4), programmer model 37743, serial # (B)(4); anchor model 3550-39, lot # n293954, implanted: (B)(6) 2011.